Manufacturer narrative:
No button error alarm was noted. Buttons responded intermittently, due to moisture damage on keypad trace. Insulin pump was received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage on the electronic assembly was noted.

Event description:
It was reported that the customer's insulin pump got wet and began to alarm with button error. Customer's blood glucose was not known. Nothing further reported.